Manufacturer narrative:
(B) (4): follow up with the reporter found that the customer elected not to repair the device, due to it's age and repair costs. The device has been removed from service. The device was not returned to physio-control for evaluation. Therefore, further investigation cannot be performed and the cause of the failure could not be determined.

Event description:
It was reported that the device failed to power on with multiple known good batteries. There was no patient use associated with the event.